Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:44:16. During night drain cycle one, the patient's ultrafiltration reading was 952ml, indicating the home patient (hp) drained 952ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was unexpected high ultrafiltration relative to other therapies. Should additional relevant information become available, a supplemental report will be submitted.